Event description:
After applying the glenosphere to the metaglene plate, a part broke off after one turn of the screwdriver. The part in question is stuck in the screw hole below the level of the glenosphere. All attempts to remove both the broken part and the entire glenosphere failed. The glenosphere was solidly welded. There was a delay in surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.